Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer advised the side bracket is broken that attaches to the left back cane.